Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07406 was provided in sections b1, b2, b5, d6, h1, and h6.

Event description:
It was reported that due to some post-operative bleeding, the dr. Did not want systemic heparin; mattress suture was added after the patient was moved and the patient was transfused with 1 unit of red blood cells. The procedure outcome was that patient expired as family withdrew care. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Event description:
The user facility reported an 80-year-old male was implanted with an impella 5.5 for mechanical circulatory support. The md was having trouble with delivering the impella pump due to the patient's anatomy. After a few attempts, the md was finally able to deliver the pump successfully.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to the patient's condition of diseased and small vessels. This report is being filed as part of a retrospective review of historical records.